Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and it was found that the 96v relay was causing the reported event. Replacement of the 96v relay along with the varistor resolved the issue. No further issues were reported. Replaced parts were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was unresponsive. They unplugged the umbilical cable and rebooted. It took several reboot cycles for system to function normally. There was no patient present when this issue was identified.